Event description:
It was reported that collar was partially detached. The 90% target lesion was located in the severely tortuous below knee. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, inside the patient, the x-ray radiopaque helical collar part and the tip of the catheter nearly separated. The procedure was completed without this or replacement device. There were no patient complications.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: adverse event related to patient condition is determined as the conclusion code since according with the information received, it is possible that existing condition as anatomical factors described could create constriction over the catheter and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issue. E1-initial reporter city: (B)(6).